Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-jul-2017, fse arrived at the site to address the reported event. Fse replaced the pd table to correct the issue. Fse also advised the customer to recalibrate so that the required teperature adjustment could be made. The customer was subsequently able to run controls without issue. No further action was required by field service. The most probable cause of the reported event was due to a defective pd table.

Event description:
On (B)(6) 2017, the customer reported "error 4527 - pretreat cable rotation" with their aia-2000st analyzer. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.